Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : h3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot =part # 04.037.021s, synthes lot # h619238, supplier lot # n/a, release to warehouse date: 27 apr 2018, expiration date: 01 apr 2028, manufacturing location: monument , no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that in july, the patient underwent the open reduction internal fixation surgery for trochanteric femur fracture with the nail in question. Procedure was completed successfully without any surgical delay. After the surgery, on unknown date, the nail was broken, but the patient has no subjective symptoms such as pain. The detailed schedule has not been decided, but the surgeon plan to remove the nail and replace it with an artificial bone head in about 2 weeks. The sales rep was not present at the surgery at the time of the implant, and the detailed situation has not been confirmed, but the surgeon commented that the reduction was lax, and in the case of the patient's fracture type, chs implant type should have been selected instead of the nail. The surgeon also commented that he considered this broken to be his technical error and not due to the product. Concomitant devices reported: unknown proximal femoral nailing system (tfna) helical blade (part# unknown, lot# unknown, quantity 1), unknown tfna end cap (part# unknown, lot# unknown, quantity 1), unknown nail distal locking screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) 10mm/125 deg ti cann tfna 300mm/left - sterile. This is report 1 of 1 for complaint (B)(4).